Manufacturer narrative:
(B)(4)

Event description:
It was reported via a merlin.net transmission that the patient's ICD exhibited multiple t-wave oversensing episodes. Reprogramming was discussed to address the issue. No patient symptoms were reported.